Event description:
(B)(4).

Event description:
It was reported, the screen was cracked. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the overlay to the screen was cracked, marks on the bezel indicate that there was something in the way when the device was closed. It was also noted that the right hinge was broken, and the keyboard was broken at the right hinge pin.